Event description:
A physician believed his patient's generator was depleting faster than expected. At a clinic visit two years after implant, the patient's battery status was reportedly near full; however, at a clinic visit 7 months later, the patient's generator showed only 25% battery remained. The physician then turned off the automatic stimulation function in order to preserve battery life. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's generator. The data was available from the date of implant to the date of the recent clinic visit. A discrepancy between the percent battery capacity remaining values determined by the battery voltage and the expected battery capacity remaining was identified as early as 1 year into the implant life of the generator, although no low battery had been observed as of that date. The first battery indicator, indicating 25% remaining, was displayed on the date of the recent clinic visit, although only 44% of the battery had been consumed to date. The percent battery remaining based on the battery voltage was approximately 12%. This discrepancy indicated that the battery was depleting faster than expected. There was no evidence that the device came into contact with an electrocautery tool on the date of implant. Impedance was within the normal limits throughout the available history. Although there were a significant amount of seizures detected and automatic stimulations delivered over the implant life of the device, the observed battery depletion exceeded the depletion anticipated due to the therapeutic activities of the generator. It appears likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanted product was discarded. Note that high impedance was detected pre-operatively. This event is captured in MFR report #1644487-2019-00965. Given that premature depletion was detected prior to the high impedance, they are not believed to be related.